Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were treated by emergency medical services due to low blood glucose on (B)(6) 2016 with blood glucose below 20mg/dl. Customer treated with juice and food. Customer stated that they went low because they forgot to eat due to being too busy preparing for the holiday. The customer was wearing the insulin pump during the emergency medical service. The insulin pump will not be returned for analysis.